Manufacturer narrative:
H4: the lot was manufactured from september 17, 2021 to september 18, 2021. H10: the device was received for evaluation. A functional leak test was performed and during filling, evidence of a leak was observed coming out at the solvent-bonded junction of the tubing and stress member near the fill port area. The reported condition was verified. The cause of the condition was due to an inadequate tubing insertion depth during assembly. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked. This issue was discovered during filling. There was no patient involvement. No additional information is available.